Manufacturer narrative:
Results: a sample was returned for evaluation to bdj, which confirmed cap defect. Photos of the sample show evidence of the plastic moulding defect. Additionally one-hundred retained samples were visually evaluated without the reported complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5272646. Conclusion: confirmed complaint. Bd confirmed via returned actual sample and photo evidence.

Event description:
It was reported that the 2ml, 13mm x 75mm bd vacutainer® k2edta tube had a plastic molding defect on the cap. No injury or medical intervention reported.